Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was exchanged for a new one to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or a serious injury reported as a result of this incident.